Event description:
In january 1997 facility purchased 3 aprons, mfg by bar-ray and purchased from a distributor. These aprons have been surveyed by the hosp physicist and do reveal contamination. Distributor has been notified and facility is waiting on instructions from the MFR. These aprons are not in use at this time.